Event description:
It was reported that there were high thresholds on the lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that he lead continued to exhibit high thresholds and was causing phrenic nerve stimulation. The lead was tu rned off. No further patient complications have been reported as a result of this event.